Manufacturer narrative:
Pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, fading serial number label and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error and it was not possible to rewind the pump. The customers had high blood glucose was not feeling well but used insulin pens. The customer reported that transparent retention ring was loose. Customer's blood glucose level was 25.6 mmol/l. Customer will return device for analysis